Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the results of the eval.

Event description:
A report was received that stated during an injection, the needle became detached from the syringe. No needle-stick took place. There was no pt injury reported.